Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient presented with pain approximately two weeks post-operatively. A scan found one of the closure tops had migrated. A revision surgery is planned, but has not yet been performed.

Manufacturer narrative:
Additional information: method, results, and conclusions: the closure top was not returned, however, an x-ray was provided demonstrating the reported failure of post-op loosening. The complaint was able to be confirmed based on this x-ray, however, a full evaluation cannot be performed without product return. Though this is the case, it was determined from the reporter that a counter torque device was used when installing the closure top rather than the reduction tab sleeve. The counter torque has a wider inner diameter that allows the reduction screw tabs to splay. The technique was functionally tested by engineers and it was found that the closure top was able to cross thread by skipping a thread on one side of the reduction tulip tabs when using the counter torque. The closure top remained slightly loose after final tightening (due to this cross-threading) in the same way as was reported in this event. The reduction tab sleeve was found to fully prevent this failure from occurring. The lot number is unknown; therefore the device history records are unable to be reviewed. The labeling was reviewed and found to contain instructions regarding the appropriate instrumentation to use with the reduction screws.

Event description:
It was reported that a patient presented with pain approximately two weeks post-operatively. A scan found one of the closure tops had migrated. A revision surgery is planned, but has not yet been performed. This is report one of two for this event.